Event description:
It was reported that a thrombus occurred. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully implanted in the laa of the patient. Approximately four months later, the physician discovered a thrombus on the closure device. Bsc is attempting to obtain additional information. It was further reported that the patient was on dabigatran 150 bid and aspirin at the time thrombus was discovered. The patient switched to eliquis 5mg and aspirin post thrombus finding. The patient is currently doing well and a follow up tee is scheduled in august.

Event description:
It was reported that a thrombus occurred. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed. A watchman laa closure device was successfully implanted in the laa of the patient. Approximately four months later, the physician discovered a thrombus on the closure device. Bsc is attempting to obtain additional information.